Manufacturer narrative:
It was reported that the patient had a gynecological procedure in order to treat stress urinary incontinence and mesh was implanted. It was reported that the patient had a concurrent procedure of a vaginal hysterectomy, urethropexy and cystoscopy performed during mesh implantation. It was reported that following insertion, the patient experienced pain, infections, vaginal odor, low energy and memory loss. It was also reported that the patient underwent mesh removal due to mesh migrating into the inner thigh and could not walk. No additional information was provided. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.